Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient was feeling some discomfort and was seen in the clinic. The device could not be programmed. It was discovered that the device had a power on reset. The parameters on the device were reset. The device is still in use. No patient complications have been reported as a result of this event.